Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported their sterrad 100s sterilizer is leaking oil and causing an odor. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device returned for evaluation correction from no to yes. Device evaluated by manufacturer correction from not returned to manufacturer to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from august 2017 to february 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The sterrad® passed the test cycle with no smoke, oil mist or odor present; reason for return and failure was not confirmed. The oil mist filter was returned and tested. The sterrad® passed the test cycle with no smoke, oil mist or odor present; reason for return and failure was not confirmed. The assignable cause of the odor/smells issue is likely due to the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.